Event description:
It was reported by the aci sales professional that a patient underwent a diagnostic peripheral procedure on (B)(6) 2013. Following the procedure, the physician who is a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that the "device jammed". The device was removed and the patient was converted to approximately 10-15 minutes of manual compression at which time hemostasis was achieved. The patient was ambulated and discharged to home the same day with no clinical sequela noted. No further information is available.

Manufacturer narrative:
Incomplete device was returned for investigation. Only the sealant and advancer tube were returned. Visual inspection of the returned device showed that the advancer tube and the sealant were separated from the device. The sealant was unrolled and was soaked in blood. The sealant was moistened with water and the sealant swelled significantly when moistened. Displaced material was observed at the proximal end of the advancer tube. A review of the lhr was not possible as the lot number was no provided. Based on the provided information and the investigation performed, the reported event could not be confirmed and the root cause could not be conclusively determined.